Manufacturer narrative:
The initial MDR 2432235-2017-00533 was filed on oct 02, 2017. Additional information (10/09/2017): a siemens headquarter support center (hsc) specialist reviewed the data and concluded that preanalytic variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. Siemens was unable to troubleshoot further due to insufficient volume of remaining sample. The cause of the discordant human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) result. Quality control (qc) and calibration were acceptable. Siemens is investigating the issue.

Event description:
A discordant, falsely low total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur cp instrument. The initial result was reported to the physician(s), who questioned it. A new sample was tested two days later on the same instrument, resulting higher. The original sample and new sample were repeated on the same instrument, resulting higher than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, total human chorionic gonadotropin (thcg) result.